Event description:
Report rec'd from the USA stating that the device had a stiff locking lever. The date of the event is unk. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. Once the investigation has been completed or add'l info is rec'd, a supplemental report will be sent. (B)(4).